Event description:
During a routine hemodialysis treatment, blood was observed leaking from the portion of venous blood line that was contained within the cycler. Treatment was discontinued and manual rinseback was performed. As estimated blood loss of 100cc was reported as a result of the leak. No medical intervention was required.

Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The reported leak cannot be confirmed. The user's guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck pt vascular access and all fluid lines, connections and clamps. Secure the blood access device to the pt. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." Nxstage medical considers this report closed. No additional info will be provided.